Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose (bg) level was ¿high¿, however, a specific value was not provided. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Bg level was addressed with a bolus via the pump.